Event description:
It was reported that the ipg was no longer functioning as intended. It was noted that patients ipg would not take a charge and not holding a charge. The patient underwent an ipg replacement procedure and was doing well post operatively. The explanted device will not be return as it was discarded by the facility.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event.